Event description:
It was reported during an unknown procedure that the two devices failed to operate with hand activation. They tried changing hand-pieces and the generator to get them to work. But they would not work. A third device was opened to complete the procedure. There was no adverse patient consequence.